Event description:
Device malfunction: stent partially deployed. Time of device malfunction: during un-packing. Symptoms/ae; none. It was reported that the stent was found to be partially deployed after opening the package. There was no pt involvement. No add'l info available.

Manufacturer narrative:
.